Event description:
A g3 p1 at 37 weeks gestation by dates - 37 4/7 weeks by ultrasound -twin pregnancy admitted in 2008 for elective c/s due to fetal size - approx weight of each greater than 6 lbs - and transverse lie of both fetuses. Post partum tubal ligation completed. After sponge count x2 was correct and while the ob md was suturing the fascia, the scrub nurse identified a 3mm x 2mm missing part of the suture scissors. Ob md immediately informed. Abdominal x-ray confirmed the presence of this missing part. The pt was informed of this event. Risks and benefits of removal of this object was discussed with the pt and spouse while still in the or. Ob md decided that due to the small likelihood of any problems compared to the risks and possible complications from prolonging the length of surgery; to close the remaining layers. Pt and spouse in agreement with this decision.